Event description:
The latest event was rptr is a nurse in an urology office with a known latex allergy. Treated with steroids 90% of the time over the last year for hand eczema and urticaria. Last prednisone was 5/1/96 for severe urticaria. Taking atarax with no relief. Then out of work for 5 days. Place of employer removed all latex gloves with powder. Replaced with powder free. Rptr has not used latex gloves for 2 1/2 yrs.